Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked causing leakage during use for peritoneal dialysis (pd) therapy. After the leak was noted, the patient's pd transfer set was changed to new one to prevent infection. There was no patient injury or medical intervention associated with this event. No additional information is available.